Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer (fse) was dispatched to the site. Resolution and disposition: fse replaced power supply to address the reported problem. Unit passed all the required tests and returned to service. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: no parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit did an unknown restart. The customer reported there was no patient involvement.